Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a endovascular aneurysm repair (evar) procedure. Following the suture break, the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an unknown interventional procedure. Reportedly, a suture break (separation) occurred when the plunger was removed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.